Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for an unrelated issue. An electrocardiogram revealed that the pulse generator exhibited intermittent sensing. No medical intervention or patient symptoms were reported. No further information was reported.